Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through eval. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported that there was no pt injury.